Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit and error code e224. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image was dark and white balance was impossible due to a leak in the cable unit. It is likely the cable was leaking due to a cut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited some issues where it had a dark image, did not recognize the video cable, and the white balance was impossible. There were no reports of patient harm.